Event description:
Reporter stated that a patient sample (venous blood) measured 146 mg/dl, in the hospital lab. Twenty-nine minutes later, patient's blood glucose measured 31 mg/dl (capillary sample), while using the suspect device. Patient's blood glucose was retested twice, within 5 minutes (using the suspect device) with results of 26 and 183 mg/dl. No treatment was received. Reporter stated that controls had been run on the system, and tested in range (values not provided). A request was made for the return of the suspect product and replacement product was shipped.